Event description:
Patient revised due to loosening of the femoral component.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database for the remoral found no prior reports for this part and lot number combination. The lot number for the bone cement was not provided. Although the complaint is non-verifiable, provided information states the products were not suspected of failing to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.